Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured. This occurred approximately one hour before the end of patient infusion of serum saline isotonic 0.9% solution (non-baxter solution). When the event occurred, four days of therapy remained, but the infusion was stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: 09/22/2015 ¿ 09/23/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and found a rupture bladder. The ruptured bladder was microscopically examined and no signs of abnormalities were found near the rupture line, stressmember, and plug. The reported condition was verified. The assignable cause was undetermined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.